Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving an unspecified low glucose reading on the abbott diabetes care (adc) device. It is unknown whether the customer noted a trend arrow on the device. The customer was asymptomatic and required administration of water and fast acting insulin (dose unknown) for treatment. There was no report of death or permanent impairment associated with this event. Additionally, a sensor scan of 82 mg/dl was compared to a reading of 400 mg/dl obtained on a competitor brand meter. The length of sensor wear was 1 day. When the results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.